Event description:
Baxter reported that during initial use of a yume set a customer noted solution overflowing from the pt line connector during prime. Reportedly, the overflow of solution occurred during re-priming of the set. No pt injury or medical intervention was associated with this incident, per baxter.